Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device analysis: a crack is observed at the 3 mm luer lock level and a plastic part is missing.

Event description:
Additional information: healthcare professional "confirmed that the luer lock part was cracked" visually. The healthcare professional had concerns that the luer lock has been cracked prior to attaching the packaged needle and also "seem like a on purpose for the doctor took off all of the gel from the syringe" by pushing the plunger rod all the way through to the end.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of break and expulsion: "<precautions related to usage method> 2. Use only supplied needles. [Inappropriate needle attachment could result in gel leakage at the connection site.] 3. Malfunctions and adverse events the following malfunctions and adverse events have been reported. Potential adverse events are included but not limited. (1) malfunctions: accidental spillage, broken/damaged/defective component, consistency of material altered, difficult or impossible to extrude, needle disengagement (partial or total), packaging error, plunger disengagement, product discolored, short fill, voids/air bubbles."

Event description:
Healthcare professional reported injecting a patient with juvéderm vista ultra. During injection, the healthcare professional "noticed that the gel leaked out from the damaged part of syringe." When the healthcare professional pushed the plunger rod, they had felt "too light friction of plunger rod" which they then "confirmed the device and noticed the breakage." Injection was immediately stopped and the injection site was observed. There was "no abnormality of the patient." It was considered to be a non-serious event and there were no reported injuries.